Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 147.8 units of insulin., and at the time of the reported event, displayed 15 units. The customer's blood glucose level was 113 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.